Event description:
It was reported that the bd 3 mm ss vial access device had flow issues- fluid blockage. The following information was provided by the initial reporter: material: 2203e. Batch: 24036117. Description: email received from omit titled fw: confidential/15502901/winrevair/ adverse event/ product complaint form". Verbatim: "*pc only* patient reports 1 diluent syringe from winrevair kit with lot number y014328 and expiration date 02/01/2027 was not working, states syringe had a lot of. Resistance and he could not push diluent in states this was an issue with syringe 1 and medication vial 1 out of the kit, which contains 2. He tested syringe 2 with vial. 2, the same issue did not repeat. Replacement sent. No further details provided." Agent performed an outbound call to the consumer. Consumer did not pick up the phone and a voicemail was left for a callback. Patient identifier: (B)(6) ae reference number-(B)(4). Call back from patient: when he tried to inject the solution into vial 1 there was resistance. No other issues encountered. Sample is available & photos.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product and one photo was returned by the customer, of material 2203e, lot 24036117. Examination of the photo provided does not show the failure reported. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smartsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.